Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the pt had injuries resulting from the use of rhbmp-2/acs in the cervical spine.